Event description:
It was reported that the 9800 system made a popping noise from the x-ray tube during a case. The procedure was completed without incident. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The snubber board, x-ray tube and high voltage cable were replaced during the service call. The system was tested and found to be working as intended and put back into service.